Event description:
Complete bowel obstruction [intestinal obstruction], giant cell foreign body reaction [foreign body reaction]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) via a genzyme company representative regarding a male patient (age unknown) who experienced a complete bowel obstruction and a giant cell foreign body reaction after receiving seprafilm. The hcp reported that "a few weeks back", he performed an ileostomy revision on the patient and placed one sheet of seprafilm. About a week later, the patient experienced a complete bowel obstruction. When the patient was taken to surgery, he was noted to have had a "horrible inflammatory reaction corresponding to where the sepra was placed." The area where the film was placed was rock hard. A bowel resection was performed. Pathology revealed a giant cell foreign body reaction. On (B)(6) 2009, the hcp stated "given what I observed at the second surgery and the pathology findings, it seems most likely that a foreign body reaction to seprafilm was involved". On (B)(6) 2009, it was reported that the hcp stated that the events might not be related to seprafilm. At the time of this report, the patient was in the intensive care unit and starting to improve.